Event description:
End user states she was struck by a motor vehicle while driving the power wheelchair in a parking lot. End user was not wearing the seat belt.

Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. The client was struck by a motor vehicle while driving the power wheelchair in a parking lot and not wearing the seat belt. Hoveround's owner's manual warns end users, "to avoid serious injury or death by being struck by a motor vehicle, obey all local pedestrian traffic rules," "cross the street at locations where you are most visible to traffic," and, "always use the seat belt."